Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The event occurred in (B)(6). The investigation was unable to determine the root cause of the event. It was noted no further zero results have reoccurred since installation of the new arm and pipettor.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer alleged questionable results for the gluco-quant glucose/hk (glucose) assay when testing was performed on a csf sample. The customer stated they had a similar issue in (B)(6) 2011. The customer stated they obtained results of 0 mmol/l seven times when testing was performed on 2 separate csf samples from the same patient. The customer reported the 0 mmol/l result to the ER. The physician did not believe the result and requested the lab repeat the test. The patient was not treated based on the erroneous result. Repeat testing yielded glucose results of 4.2 mmol/l and 4.1 mmol/l. The glucose reagent lot number was 63353701. The field service representative found reagent drops in the reagent pipettor travel path from the reagent cover to the cuvettes. He changed the reagent arm and pipettor.